Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the suction button/valve suddenly broke and could not be removed from the endoscope during a bronchoscopy procedure. As such, the procedure/examination was interrupted and the patient presented with chest tightness, respiratory insufficiency and arrhythmia. The procedure was able to be completed with a similar device with a delay of 20 minutes. Follow-up information for the event is pending at the time of the report.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Additionally, to provide an update to field b5 and h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the subject device was not returned, and the root cause of the reported event could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
Additional information received: it was reported that faulty maj-207 (suction valve) has been abandoned. The device malfunction occurred during a diagnostic procedure and the faulty equipment did not fall into the body. There were no effects on the patient, and no injuries occurred. The patient has been discharged from the hospital. Additionally, the patient's outcome due to the procedure was not affected.